Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an unstable threshold and low sensing was noted. The physician performed a revision to reposition the lead with good electrical measurements. The patient was in stable condition following the procedure.